Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including ECG stress testing and bench handling without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) used was not returned for evaluation. It was recommended that the customer discard the mfc cable. A new mfc cable was returned with the device. Analysis of reports of this type has not identified an increase in trend.